Event description:
It was reported that particulate matter (pm) was identified on a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a small white particle that was thread like. The issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: april 2, 2022- april 3, 2022. H10: the device was received for evaluation along with a photograph. The actual sample was partially filled with a liquid solution. A visual inspection of the actual sample was performed with the naked eye and with magnification and no particulate matter could be observed in the fluid path. Additionally, the fill port cap was removed and no issue was observed with the connector or cap areas. However, a visual inspection of the photograph observed a white elongated polymeric thread-like appearing particle possibly of acrylonitrile butadiene styrene appeared in the fluid path. Therefore, the reported condition was verified in the photograph only and not on the actual sample. The cause of the condition could not be determined; however, possible causes of particulate matter based on the photo images only include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.